Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2018 patient presented with a heart attack and the left anterior descending (lad) was found to be 80% blocked and the left circumflex was found to be 70% blocked. A 3.5 x 18 mm xience alpine was implanted in the lad and a 2.5 x 15 mm xience alpine was implanted in the right circumflex. The patient was placed on a regimen of plavix and baby aspirin. On (B)(6) 2018, the patient was taken back to the cath lab and the stent in the lad was found under angiography to be 100% blocked by thrombosis. An unspecified rotational atherectomy system was used to reopen the stent. The patient was discharged on a regimen of plavix and baby aspirin. No additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the 2.5 x 15 mm xience alpine stent was implanted in the left circumflex.